Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found one pitch cable broken, resulting in imprecise grasping and preventing the instrument from rotating. Engineering concluded that cable wear on the proximal clevis combined with high grasping force likely contributed to the cable breakage. Engineering also observed the distal end of main tube has a 1.375 inch long section with material removed on one side, near the intersection with the proximal clevis. The damaged area is parallel to the tube axis and has a rough surface finish. Deep scratches were found in a section extending approximately .500 inches from the same intersection where material is removed from the main tube. Based on the location and appearance, the damages were most likely caused by a combination of a cannula accessory and instrument collisions. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
It was reported that the tenaculum forceps instrument had a broken cable. No additional information was provided. No patient harm, adverse outcome or injury was reported.